Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported event. The system was then tested and met all product specifications. No samples are returning for eval. The root cause has not been determined. (B)(4).

Event description:
A materials mgr reported receiving intermittent phaco and irrigation/aspiration power during a procedure even when the pedal was all the way down. Additional info was received from the operating room circulator indicating the system was switched out and the case was completed with no delay. There was no pt harm reported.